Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l73881, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that this patient resides in a long-term care facility with chronic pain, pneumonia, and buttock ulcers. This patient was also a paraplegic. The patient was told if she got her pump filled it may help with the pain. Reportedly, this patient was noncompliant and the reporter had no knowledge of the pump therapy. It was unclear if the pump was empty or if the patient just needed a refill. Reportedly, one of the patient¿s physicians had not seen this patient since (B)(6) 2012. This device system delivered baclofen. It was further reported that the low reservoir alarm had occurred on (B)(6) 2013 and the empty reservoir alarm occurred on (B)(6) 2013. The patient presented today in the clinic with increased pain and altered mental status and was crying. It was not clear as to how many of her symptoms were related to the underdose or her injury as a quadriplegic. The logs were read and reported as normal.